Manufacturer narrative:
The case cutter was received at the MFR for testing. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the cast cutter continued to run on its own during the removal of a cast. The procedure was completed without any medical intervention or a procedural delay. There were no adverse consequences reported as a result of this event.